Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. Review of finished product device history record determined that this order met all dimensional and visual criteria at the time of release, with no irregularities documented during manufacturing that would have caused or contributed to this complaint condition.

Event description:
Patient was implanted with distal humerus plates, ulna plate, and screws on an unknown date. Patient consented for removal of hardware due to hardware prominence in the left elbow. Patient was returned to the o.r. On (B)(6) 2013 and the hardware was removed without complications. This is 3 of 27 reports for the same event.